Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. The damage was confirmed by a clinical engineer at the time of confirmation after cleaning. The insulation was slightly damaged. Wire was not exposed due to damaged insulation. Cable was intact. No arcing observed. No patient injury. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation. There was fragmentation of the insulation and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. Visual inspection revealed no signs of missing parts. The instrument passed the electrical continuity test. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps instrument had a damaged conductor wire. The procedure was completed with no reported injury.